Event description:
It was reported that the subject flow diverter stent was implanted successfully in a patient (left internal carotid artery-ophthalmic (c6 segment)) on (B)(6) 2022. Post procedure patient complains of headache which started on same day of the procedure ((B)(6) 2022) for which oxycodone 5-10mg as needed and acetaminophen 1000mg once oral were prescribed. Patient recovered from headache on (B)(6) 2022. The outcome of headache is indicated as recovered/resolved. It is noted that headache is possibly related to the study procedure, study device and an underlying condition or disease. Additional comment provided suggests that headache is possibly related to aneurysm treatment, implant or underlying condition.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the procedure date was (B)(6)2022. The subject stent was implanted successfully with no device deficiencies noted. The anatomical location was left internal carotid artery-ophthalmic (c6 segment). A transform balloon was used to appose stent to vessel wall. Post procedure patient complains of headache which started on same day of the procedure ((B)(6)) for which oxycodone 5-10mg as needed and acetaminophen 1000mg once oral were provided to resolve the headache. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient headache serious¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Manufacturer narrative:
The subject device is implanted inside the patient's vasculature.

Event description:
It was reported that the subject flow diverter stent was implanted successfully in a patient (left internal carotid artery-ophthalmic (c6 segment)) on (B)(6) 2022. Post procedure patient complains of headache which started on same day of the procedure ((B)(6) 2022) for which oxycodone 5-10mg as needed and acetaminophen 1000mg once oral were prescribed. Patient recovered from headache on (B)(6) 2022. The outcome of headache is indicated as recovered/resolved. It is noted that headache is possibly related to the study procedure, study device and an underlying condition or disease. Additional comment provided suggests that headache is possibly related to aneurysm treatment, implant or underlying condition.